Event description:
It was reported that a pericardial effusion (pe) occurred. During paroxysmal atrial fibrillation procedure, versacross steerable solution was selected for use. The physician went transseptal, versacross rf wire went through fossa ovalis and into left atrium on first try. The transseptal sheath and dilator were removed. Then, a faradrive steerable sheath and dilator were already prepped and tested, they were loaded over wire to the septum, but physician had trouble advancing the sheath through transseptal. The sheath and dilator were removed, and physician attempted to dilate transseptal hole with just dilator. Physician was able to cross transseptal with just dilator and was using it to widen transseptal in order to create easier access for getting faradrive sheath across. Wire was seen on intracardiac echocardiography (ice) imaging in left superior pulmonary vein at this time. Physician noticed left atrium (la) pressure suddenly drop and used ice imaging immediately to see large effusion had appeared around la. A cardiothoracic surgeon and interventional cardiologist were immediately called in to assist. A pericardiocentesis was performed to remove excess blood from the effusion. It was successful in terms of reversing the effusion. Heart pressure went back to normal, and effusion became trivial according to ice imaging. Cause of pericardial effusion still unknown at this time. Only resistance felt on the sheath while trying to go transseptal. The patient was admitted to hospital beyond the standard of care and is expected to fully recover.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.